Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; heart lead flex out of specification (torn solder connection by ventricle connector). Analysis also found the battery contacts compressed and the main printed circuit board out of electrical specification. (B)(4).

Event description:
It was reported the black ventricle connector is not working. It was also reported when the biomed was replacing the output connector on the device, biomed damaged the output board. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). Further analysis was performed on the heart lead flex and main printed circuit board (pcb). This analysis found that the heart lead connect flex assembly was defective (open circuit) and the functional test failure on the main pcb was due to a defective hybrid circuit component.